Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a training, the lcd display of the autopulse platform was blank and there was an audible clicking sound. There was no report of any patient involvement. No further information was provided.